Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('abnormal bleeding (general)') and cyst ('tumor/teratoma/ cancer-type: cyst') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo confirmation test.". The patient's concurrent conditions included body mass index normal. Concomitant products included etonogestrel (implanon) from (B)(6) 2014 to (B)(6) 2016 for birth control. In (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), cyst (seriousness criterion medically significant), hypersensitivity ("allergic or hypersensitivity reaction"), cystitis ("infection (bladder/urinary tract/vaginal)"), urinary tract infection ("infection (bladder/urinary tract/vaginal)"), vaginal infection ("infection (bladder/urinary tract/vaginal)"), rash ("rashes or skin conditions"), nausea ("nausea"), tooth disorder ("dental problems"), eye disorder ("vision/eye problems"), fatigue ("fatigue"), alopecia ("hair loss.") And abdominal pain ("pain abdominal") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). The patient was treated with surgery (cyst removal and other (please specify) ¿ unknown). Essure was removed in 2016. At the time of the report, the genital haemorrhage, cyst, hormone level abnormal, hypersensitivity, cystitis, urinary tract infection, vaginal infection, rash, nausea, tooth disorder, eye disorder, fatigue, weight increased, alopecia and abdominal pain outcome was unknown. The reporter considered abdominal pain, alopecia, cyst, cystitis, eye disorder, fatigue, genital haemorrhage, hormone level abnormal, hypersensitivity, nausea, rash, tooth disorder, urinary tract infection, vaginal infection and weight increased to be related to essure. The reporter commented: discrepancy noted: date(s) of insertion: (B)(6) 2014, (B)(6) 2016 current weight (B)(6). Approximate weight at the time of essure placement (B)(6). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.8 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: new pfs received. Event injury was updated and new events: hormonal changes, abnormal bleeding (general), allergic or hypersensitivity reaction, infection (bladder/urinary tract/vaginal), rashes or skin conditions, nausea, dental problems vision/eye problems, fatigue, weight gain, hair loss, abdominal pain, tumor/t eratoma/ cancer- type cyst, plaintiff did not undergo confirmation test were added. Case becomes valid. New reporter and plaintiffs information added. Concomitant condition added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records information become available from our investigation, this will be and other non-conformances data; should any new and reportable provided in a supplementary report.